Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 3/13/2025, it was reported by a sales representative via email that three ar-3770sp hybrid knee fibertak knotless mechanisms loosen after being tensioned all the way down and cut the sutures. This was discovered during a procedure on (B)(6) 2025.additional information was requested on 3/31/2025.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure is a user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.